Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was received: the scrub staff are experienced and are aware of correct protocol regarding washing out excess staples between firings etc.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy surgery, the stapler had already deployed a number of reloads with no problems. The max number of firings had not been exceeded. The surgeon tried to fire a blue reload but the firing trigger felt jammed. There was not excessive tissue in the jaws of the stapler. The surgeon was able to complete the cutline, but the staples did not all deploy sufficiently, those that did, formed their usual b shape, but the whole cut line was not secure and needed to be sutured. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.